Event description:
The user facility reported the safety cover stopped while the medical staff withdrew the inner needle of the surflo i.v catheter device. Follow-up communication with the user facility confirmed the following information: (1) it was reported that the medical staff performed puncture and then withdrew the inner needle; (2) the safety cover did not activate and did not shield the tip of the inner needle; (3) the medical staff moved the safety cover with finger and shielded the tip of the inner needle; (4) no needle stick incurred; and (5) there was no harm to the patient or the nurse.

Manufacturer narrative:
This device was manufactured 10/15/2014 through 10/16/2014. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the safety cover shielded the tip of the inner needle. Magnifying inspection of the safety cover confirmed no anomalies or deformation that would adversely affect the activation. The safety cover was pulled back on the returned sample to the inner needle hub. Then assembled the catheter of returned unused sample to the inner needle. The inner needle was repeatedly removed 10 times. This confirmed the safety cover activated and the inner needle was shielded normally. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely (1) the inner needle was removed at an extreme angle or rotating (2) reinsertion of the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." (2) "do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Manufacturer narrative:
We presume that the inner needle was removed at an extreme angle or rotating. Furthermore, we consider that some force might have affected the safety cover after shielding the tip of the inner needle. The safety cover and needle might be deformed by some force and then the safety cover was released. The device labeling does address the potential for such an event in the instructions-for-use, which states: do not add some force (such as: pull, rotate, hook and attempt to re-insert a withdrawn needle) to the safety cover after shielded the tip of the needle. Dispose of the needle immediately into sharps container [if you do any of these, safety cover might break or come off, and possibly risk of needle-stick.]. (B)(4).

Event description:
The user facility reported that a nurse incurred a needle stick with the surflo i.v catheter device. Follow up communication with the user facility reported the following information: a resident put the inner needle on the sheet roll which was spread out under the patient's arm after performing puncture on the patient; after the resident's procedure, the nurse wrapped the inner needle up in the sheet roll to discard; at that moment, the nurse incurred a needle stick; then the nurse checked the inner needle and found that the safety cover did not shield the tip of the inner needle; the nurse moved the safety cover with finger and shielded the tip of the inner needle; the nurse had a blood test; and it was reported the nurse is "fine" at the moment.